Event description:
This is the same case and patient as manufacturer report # 3005099803-2011-00697. This report pertains to the second of two devices. It was reported to boston scientific corporation that an uphold vaginal support system was used during a vault suspension and cystocele repair procedure on (B)(6), 2010. According to the complainant, the procedure was performed "in standard fashion" and "without event." It was reported that the physician used an inverted "u" vaginal incision. The patient was administered unasyn perioperatively, and cipro postoperatively for five days. During an examination a "few days" post-operatively, the patient's recovery was determined to be "progressing normally as expected." On (B)(6), 2010, the patient was admitted to the emergency room with leg pain and difficulty lifting her left leg. The patient presented with an "elevated white count" and had "a CT scan or MRI." She was seen by an orthopedist to try to determine the source of her pain. Cultures were taken and "there was no sign of infection/bacteria present." It was determined that a sterile abscess had formed by the patient's obturator muscle on the patient's left side. The fluid was aspirated out of the pocket, and no bacteria was found within the fluid. The patient was prescribed antibiotics (type and duration unknown). The patient came back for a follow-up appointment (date unknown) with the surgeon, who determined that two centimeters of the uphold mesh had eroded through the patient's vaginal wall at the apex. The physician excised the exposed mesh during the week of (B)(6), 2011. The patient's condition is now reportedly "stable," and she is recovering.